Event description:
The customer reported that she was hospitalized with a low blood glucose of 47 mg/dl. Prior to the event, the customer had been experiencing high blood glucose levels, and she ended up giving herself too much insulin. The customer wanted advice on how to treat her blood glucose levels without crashing. Advised the customer to speak with her hcp regarding treatment. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.